Event description:
On (B)(6) 2014, a us distributor notified zoll that a (B)(6) year old female patient experienced a skin irritation, which evolved into an open area under the front therapy electrode. Follow-up with the patient on (B)(6) 2014 indicates the patient continued use. No additional follow-up available on the patient's skin condition.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.